Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was required to have the proximal locking screw corrected/placed through nail. The proximal locking screw missed the nail during primary nailing procedure. It was noted on post op x-rays in days following procedure.

Manufacturer narrative:
Please review attached for the investigation results. (B)(4).